Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be confirmed as the product is not available for analysis. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient will undergo a revision procedure to revise this inflatable penile prosthesis (ipp) due to the pump making a squelching noise when pressed. During the revision procedure the physician observed a rupture in on cylinder wall. The ipp was explanted with no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported mechanical issue and material torqued was confirmed through analysis. It is probable that the fluid leak from both cylinders and the pump activation issues and slow flow could affect the functionality of the device. Technical analysis: the pump and cylinders were returned for analysis to our post market quality assurance laboratory. Visual examination of the pump did not identify component damage. Functional testing of the pump identified that the pump required more than 8lbs of force to activate and the pump was slow to compress. Visual examination of the cylinders identified folds in the cylinder bodies and the kink resistant tubing (krt) wase worn down to the tubing filament, and both cylinders had a hole from the avulsion in the outer tube that resulted from wear against the (krt) in the proximal cylinder bodies. A small leak was identified from the hole. Both cylinders were not functionally tested as a result of the fluid leak. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient will undergo a revision procedure to revise this inflatable penile prosthesis (ipp) due to the pump making a squelching noise when pressed. During the revision procedure the physician observed a rupture in on cylinder wall. The ipp was explanted with no clinical consequences to the patient.